Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s0: product ID: 37791, lot# serial# unknown, implanted: (B)(6) 2015, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had to charge his ins every day for 4 hours or more since 2018, patient stated the past couple of months. It was noted it used to take patient 1 to 2 hours to charge his implant. Patient services was sending patient a new recharging antenna. It was noted the ins recharger antenna was damaged. No further complication and no symptoms were reported. Additional information was received from the patient on (B)(6) 2018. They stated the replacement antenna did not resolve the charging everyday for 4 hours. They stated it was worse now with the new antenna. They could never get all the coupling bars filled up anymore when charging. They stated they have an appointment with a manufacturer representative (rep) on (B)(6) 2018. No patient complications were reported as a result of this event.